Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day prior to the peritonitis diagnosis, the patient began treatment with cefepime 1 gram, nightly (route not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).